Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call of high blood glucose readings, excessive no delivery alarms and motor error alarm from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer treated with manual injections. Customer was unable to troubleshoot because the pump was not present.